Event description:
It was reported that during an initial implant procedure, one of the electrodes was detached from the silicon. The surgeon elected to proceed with implantation as diagnostics were said to be normal. At the patient's follow up appointment on (B)(6) 2012, the patient was programmed on and diagnostics were again run and found to be within normal limits. The device history record for the implanted lead was reviewed. The lead passed all quality and manufacturing inspections prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests, and quality and manufacturing inspections. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
In the patient¿s generator replacement surgery, it was reported the suspect lead was still intact. When it was connected to the new generator, device diagnostics were within normal limits. The patient¿s surgery was completed with the lead attached to the new generator. No additional pertinent information has been received to date.

Event description:
It was reported that the patient is scheduled for generator replacement for end of service and that a lead revision will be done at the same time since the lead was implanted after the surgeon pulled the silicone off of the positive electrode during the initial implant procedure. Surgical intervention has not been performed to date.

Event description:
It was reported that the patient underwent replacement surgery. The old lead was not explanted and was left intact in the pocket. Diagnostics with the new vns system were within normal limits.